Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level (bg) rose above 400 mg/dl while wearing the pod between 1 and 4 hours on their arm. It was reported that the needle never deployed the cannula into the skin, indicating that there was a needle mechanism failure. Additionally, it was reported that the pod was leaking insulin. As treatment a new pod was applied.

Manufacturer narrative:
The device was received with the pink slide insert not present in the top housing window and the linkage assembly in the deployed position. Inspection of the device found that the catch beam was incorrectly installed. Due to the incorrect installation, the catch beam was unable to hold the slide insert in a deployed position leading to the slide insert and soft cannula retracting back into the pod. The soft cannula retraction resulted in fluid leaking during wear. The incorrectly installed catch beam can be confirmed as the cause of the reported needle mechanism failure and leaking during wear.